Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced bgl of 23 mg/dl. Paramedics were called for assistance. Patient was hospitalized. Contributing causes are unknown. Device malfunction cannot be ruled out. Devices not available.

Event description:
Type 2 diabetic on vgo30 since (B)(6) 2017 was reported to have a bg level of 23; reported by a field representative to valeritas customer care. The spouse called paramedics for assistance per the vcc report. The ae assessor spoke with the patient 3 days after the event for further investigation for this report and the patient stated that he did his usual routine of eating a high carbohydrate dinner and then bolusing with 6 clicks. He was awake for about 2 more hours and then he went to bed. The patient stated that his wife woke him up because he was all sweaty and he got up from bed and tried to walk toward the stair case and his wife grabbed him before he may have fallen down the stairs. The patient states that the vgo30 had emptied despite being applied that morning, it is unclear who observed the viewing window. His wife brought him 40-60 grams of oral carbohydrate which he consumed, but he continued to feel less alert and his wife called for paramedic assistance. The patient stated he was not conscious and does not remember getting an intravenous line placed and receiving oral glucose gel. The patient states that he regained consciousness while at home, eating a sandwich and then slipping back to an unconscious state. The patient states he was transported to the hospital and remained in the ER until his bg was 229 at discharge. The vgo30 was removed from the patient while he was at his home. The patient states his normal bg range is 125-140. The patient stated that this is the first time he has experienced a low blood sugar under 80; his blood sugar is usually higher. The patient stated that he was still not feeling like himself and has spoken with his hcp and has an appointment with the nephrologist and cardiologist in the coming weeks. The patient stated that he had the device from this event and he was willing to give it back for further technical investigation. It is the opinion of the ae assessor that this is a life-threatening adverse event with a bg of 23 and this bg is lower than previously experienced by this patient; requiring medical intervention; but device malfunction cannot be ruled out.

Manufacturer narrative:
Date corrected. Date corrected. Correction #2. Correction checked.

Manufacturer narrative:
Date corrected. Initial reporter corrected. Health professional checked. Physician - reporter occupation. Date rec'd by MFR- date provided. Type of report- follow up #1. What type of follow up?- correction checked.